Manufacturer narrative:
The device involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
On (B)(6) 2017, endologix was notified of a reported patient with a large type 3a endoleak with a noted aortic extension separation from the bifurcated main body device. Patient also was noted to have a aaa enlargement. Physician is planning on doing a re-line in the next few weeks to fix the endoleak. Implant of the afx was done on (B)(6) 2015.

Event description:
On (B)(6) 2018, a successful re-line was done on patient with two (2) vela extensions placed to "bridge" the prior separated aortic extension. In addition, clinical also noted a cuff migration (20mm) and dilation of the stent graft and superior stent margin of the main body.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical was able to confirm the type 3a endoleak with complete component separation, sac growth, and the secondary procedure performed on (B)(6) 2018. In addition, clinical also noted a cuff migration (20mm) and dilation of the stent graft and superior stent margin of the main body (will be reported in a separate report). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the cuff migration was the off-label neck anatomy at the initial implant procedure. The most likely cause of the mid aortic loss of seal with complete component separation and loss of overlap of the main body and the cuff was the aortic remodeling caused by the migration. The most likely cause of the compromised stent graft integrity (stretched) of the main body (24%) and the cuff (36%) could not be determined, but it was likely the eventual loss of overlap contributed to this event. To date there has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.